Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: perfusionist. The device will not be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the fiber optic and the transduced waveforms were very poor and barely pulsatile. The insertion was reported to be axillary, which is not the method described in the device instructions for use. An alternate arterial source was used. It was also noted that the fiber optics would not calibrate. There was no patient harm or adverse event reported.